Event description:
This lead exhibited high thresholds and a possible fracture. Therefore, it was explanted and replaced.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation at the proximal part of the lead. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the generator housing. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.